Manufacturer narrative:
Date of event is estimated. Further information has been requested but not received. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8145643.

Event description:
It was reported that patient experienced ineffective therapy on the right side, x-ray imaging revealed a likely fracture on one of the l1 leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is fractured.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.